Event description:
It was reported to boston scientific on may 11, 2007, that during the placement of an ultraflex stent sys in a femal pt, the "stent was partially deployed; the last 3-4 mm did not deploy". The physician removed the device, and attempted to place a larger stent as the hospital did not have another same stent. This stent "was too large (14mm) for pt and to deliver". The pt was sent back to the hospital and "was successfully re-stented the following friday". "The pt did not sustain any adverse effect due to removal of the device. " the pt was sent home after the re-stenting on the same day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. CAPA #2006-14 has been opened to address this failure mode. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the prod family was conducted; no add'l complaints have been recorded. The april 2007 ultraflex tracheobronchial stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted, and no data point exceeded the complaint alert limit.